Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having more than one occurrence of air bubbles coming from the vitrectomy probe at initiation of case. When this happens, clusters of air bubbles also pump through infusion line. Changing out the cassette and all disposables fixes the issue but leaves problem of air against the lens, distorting view. Additional information has been requested.